Event description:
Reporter alleged pts' blood glucose measured 24 mg/dl compared to a lab comparison of 88 mg/dl, when testing was performed within minutes of each other. It was stated another comparison was performed which yielded pts' glucose to be 46 mg/dl compared to a lab measurement of 94 mg/dl within minutes of each other. Reportedly, no delay of treatment resulted and no actions or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.